Event description:
One endeavor sprint rx drug-eluting stent was implanted in the distal rca during the index procedure. A dissection is reported to have occurred and another endeavor sprint rx stent was implanted to treat this. One endeavor sprint rx stent was also implanted in the prox lcx. Pt was discharged the day after the index procedure on aspirin and clopidogrel dosing. The investigator has stated that the dissection event was possibly related to the study device, definitely related to the study procedure and not related to the study drug.

Manufacturer narrative:
(B)(4). Evaluation, results: (dissection).